Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported via remote transmission that the patient's right atrial (ra) lead was over-sensing noise resulted in inappropriate mode switch episodes. The patient had no consequences.